Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated troponin (accutni) and ckmb results generated by synchron lxi 725 clinical system on multiple samples from one patient. The accutni results were within the risk stratification range and ckmb results were above the reference range. The results were reported out of the laboratory, and questioned by the physician and pathologist because the results did not match the clinical presentation of the patient. The patient's samples were also processed in ER by a different methodology and negative troponin and ckmb results were obtained. The patient underwent a heart catheterization procedure.

Manufacturer narrative:
The samples were collected on green top gel tubes. Accutni qc was within the established ranges during the event. A system check was performed on (B)(4) 2008 and the results were within the instrument specifications. The customer did not report any issue of hardware, other assays, or other patient results. Service was not dispatched for this event. The customer sent the patient samples to bci for investigation. The testing performed by bci customer product line support (cpls) using interference eliminating proteins has confirmed the existence of a patient source interferent for one of the patient's samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies the results do not correlate with the clinical status of the patient. The root cause for the elevated troponin I results for this one patient is heterophile-like interference related to alkaline phosphatase. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences.